Manufacturer narrative:
The subject product is in the process of being evaluated. Therefore, no conclusion can be drawn at this time. A follow up report will be submitted when evaluation is completed.

Event description:
Info reported by facility risk manager: on (B)(6)2003, pt implanted with composix kugel mesh via open laparotomy approach to repair multiple incisional hernias. On (B)(6)2010, pt was diagnosed with a bowel perforation and underwent surgery to explant the composix kugel mesh.